Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their belt clip broke and while sleeping, the infusion set detached from their body due to the pump not being clipped. The customer states their blood glucose level rose to 598mg/dl. The customer's most current level was 240mg/dl. The customer is being sent replacement belt clip along with infusion sets. No further assistance was needed at this time.